Event description:
It was reported that: the image was flickering, then green lines across the screen and then no image no information about patient injury and no negative impact reported.

Manufacturer narrative:
The customer will not return the device for evaluation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Conclusion summary: investigational activities suggest multiple root causes could potentially be related to image quality issues. In an effort to further investigate the potential root causes, we have initiated CAPA-25-0042. We will continue to track and trend image quality issues. This event is filed under internal complaint ID (B)(4).

Manufacturer narrative:
Correction for section h5. Product is labeled for single use. This event is filed under internal complaint ID (B)(4).